Manufacturer narrative:
(B)(4).

Event description:
It was reported by the clinician that the guide wire had kinked during insertion. As a result, another kit was used for the procedure. There was a delay in treatment with no patient harm and no patient death or complications reported.